Event description:
It was reported by getinge field service engineer that during preventive maintenance, the safety disk had failed the leak test. There was no patient involvement and no injury reported.

Manufacturer narrative:
Due to character limit in e.1. Initial reporter name is (B)(6) safety disk out of box failure. Safety disk leak test failure during pim leak test. To resolve this issue fse replaces safety disk and completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications. The most potential root cause could be related to defect in pim assembly, safety disk. Pneumatic module interface leak test is performed to check the performance of the pneumatic interface module and ensure that the module is performing per accepted tolerances. The pim tests include four (4) sub test that measure the following parameters of the safety disk ¿ ¿time to pressure vent (sec)¿, ¿time to vacuum vent (sec)¿ ¿leak diff prs. (Mmhg)¿ and ¿membrane diff prs. (Mmhg)¿. The acceptable levels for the above-mentioned parameters are as follows: time to pressure vent (sec) ¿ 4 seconds. Time to vacuum vent (sec) ¿ 4 seconds. Leak diff prs. (Mmhg) - ±10 mmhg. Membrane diff. Prs. (Mmhg) - ± 6mmhg. If any of the parameters above are not within the acceptable range, the pim test fails.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The failure analysis and testing dept. Received part. Patient module with a reported unit failure of pim leak test failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not replicate the complaint of the safety disk failing the membrane differential pressure test. The result of the membrane differential pressure test was 6mmhg. The factory specification is +-10mmhg. Please see attached. The safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure